Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: unconfirmed, no issue observed - dripping pen; confirmed, not part of specification - broken pen. Investigation conclusion: the customer issued a complaint for dripping pen detected during use of the product by the end-user. One (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed broken radial tab. The complaint sample could not be tested for the reported issue of dripping pen. The root cause of the broken pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. Effectiveness of the corrective action is to be monitored through trending of cracked pen complaints for lots produced post-refurbishment (jan 2016). Root cause description: based on analysis and studies that have been summarized in ¿(B)(4) omnitrope® pen 5 & omnitrope® pen 10 pen crack root cause investigation¿ (dated 15-june-2016) one potential root cause has been identified. Breakage from material fatigue on the pen body radial tab feature is most likely due to prolonged exposure to stress as a result of molding imperfections. This potential cause has not been verified yet but effectiveness of the corrective action is to be monitored through trending of cracked pen complaints for lots produced post-refurbishment (15-june-2016).

Event description:
It was reported that a pen ii omnitrope pen 5 1.5ml leaks. Costumer said, "the pen skips and when I attach dial the dose it immediately begins to drip medicine."